Event description:
The customer observed false reactive alinity I toxo igg for 1 patient on (B)(6) 2023. The customer reported that the patient had a negative history her entire pregnancy and after delivery the patient had a reactive alinity I toxo igg and provided the following data: (reference: = 3.0 iu/ml is reactive). The initial alinity I toxo igg result was 11.15 iu/ml (reactive). The customer retested twice and two different serum samples, which generated similar results. The customer sent the specimen to another laboratory, which generated a negative result (dasri technique). The patient also tested negative for toxo igm. The customer reported that the baby had a follow-up with the pediatrician. There was no known reported harm to the baby. There was no known impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 47080be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 47080be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 47080be00. Correction of clerical error in section h10 additional mfg narrative. The word sensitivity was corrected to specificity. The correct statement is: all specifications were met and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted.

Event description:
The customer observed false reactive alinity I toxo igg for 1 patient on (B)(6) 2023. The customer reported that the patient had a negative history her entire pregnancy and after delivery the patient had a reactive alinity I toxo igg and provided the following data: (reference: = 3.0 iu/ml is reactive) the initial alinity I toxo igg result was 11.15 iu/ml (reactive). The customer retested twice and two different serum samples, which generated similar results. The customer sent the specimen to another laboratory, which generated a negative result (dasri technique). The patient also tested negative for toxo igm. The customer reported that the baby had a follow-up with the pediatrician. There was no known reported harm to the baby. There was no known impact to patient management reported.

Manufacturer narrative:
The complaint investigation regarding false reactive result of alinity I toxo igg reagent lot number 47081be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket and trending review for the alinity I toxo igg reagent did not identify any related trends. Device history record review did not identify any deviations or non-conformance associated with lot 47081be00. The overall performance of the alinity I toxo igg was reviewed using field data from customers worldwide. The review of field data determined the median results for lot 47081be00 are within the established limits and comparable to the historical reagent lot performance. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent lot number 47081be00 was identified.

Event description:
The customer observed false reactive alinity I toxo igg for 1 patient on 28 apr 2023. The customer reported that the patient had a negative history her entire pregnancy and after delivery the patient had a reactive alinity I toxo igg and provided the following data: (reference: = 3.0 iu/ml is reactive) the initial alinity I toxo igg result was 11.15 iu/ml (reactive). The customer retested twice and two different serum samples, which generated similar results. The customer sent the specimen to another laboratory, which generated a negative result (dasri technique). The patient also tested negative for toxo igm. The customer reported that the baby had a follow-up with the pediatrician. There was no known reported harm to the baby. There was no known impact to patient management reported.

Manufacturer narrative:
Complete phone number is (B)(6). This report is being filed on an international product, list number 7p45-22 / 7p45-32 and there is a similar product distributed in the us, list number 7p45-40 / 7p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.